Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the patient was experiencing phrenic nerve stimulation. The physician performed dft testing and a loss of capture was noted on the lead. The device was reprogrammed to resolve both events and the patient was in stable condition.